Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: e1 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, root cause could not be identified. However, it was presumed that the issue occurred due to printed circuit (cr) board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit displayed a black screen when booting. The issue occurred during preparation for use for a therapeutic laparoscopic procedure that was completed by using the same set of equipment. There were no reports of patient harm.